Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021 it was reported by a sales representative via sems that an ar-3638 broke during insertion. This occurred during a labral repair. The metal fork tip broke off and the broken piece was retrieved. The remaining part of the implant is secure but it was not retrieved. A separate hole was drilled and the second anchor worked with no further issues. The patient is fine to date.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021 it was reported by a sales representative via sems that an ar-3638 broke during insertion. This occurred during a labral repair. The metal fork tip broke off and the broken piece was retrieved. The remaining part of the implant is secure but it was not retrieved. A separate hole was drilled and the second anchor worked with no further issues. The patient is fine to date.